Event description:
A malfunction on the pump was reported by the caller, who noted that no noteworthy events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller in performing the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears. No further information regarding additional outcomes was provided.